Event description:
The physician was using the micropuncture kit to gain access through the pt's right, femoral artery. The coaxial catheter was placed over the wire and during the attempt to remove the wire guide and inner dilator from the catheter, the wire became caught on the distal tip of the inner dilator. A portion of the inner dilator broke away from the main body of the dilator and stayed fixed to the wire guide. It is believed that all of the inner dilator was retrieved from the pt. The physician aborted the procedure as a precaution to hematoma formation.

Manufacturer narrative:
Catalog #: mpis-401-10.0-sc-nt-sst. The complaint device was returned in a used and damaged condition. Visual examination revealed the inner catheter had separated approximately 4-1/2 cm from its tip with the wire guide running through it and biomatter in the lumen. Also, the cannula, inserted in the proximal portion of the inner catheter, was bent, approx 25 degrees at 4.2 cm from the hub. The presence of biomatter in the inner catheter lumen and scarred tissue at the access site may have contributed to the difficulty experienced during removal of the wire guide and inner catheter. We are continuing our monitoring of similar complaints.